Manufacturer narrative:
Product not returned to cbi. Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included a review of the claim allegations, a review of the cbi complaint system, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the stratasis tension-free urethral sling's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.

Event description:
The patient was reportedly implanted with a cook stratasis if urethral sling and a boston scientific corporation lyns. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, erosion, hardening, worsening dyspareunia, and recurrent incontinence leading to the need for vaginal surgery. The following information was not provided by the complainant: specific information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding why intervention was performed or what type / to what extent intervention was performed, specific correlation between device performance and alleged injury, current patient status.